Event description:
It was reported that the deep brain stimulation (dbs) patient was having difficulty charging. While charging the patient would experience facial contortion and throat stiffness a database analysis was performed and confirmed that the implantable pulse generator (ipg) showed abnormal depletion.

Event description:
It was reported that the deep brain stimulation (dbs) patient was having difficulty charging. While charging the patient would experience a slight contortion of the mouth and throat stiffness. A database analysis was performed and confirmed that the implantable pulse generator (ipg) showed abnormal depletion. Additional information was received that the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The allegation that the patient would experience a slight contortion of the mouth and throat stiffness was not confirmed, however a labeling review determined that the events are known inherent risks associated with the device. Analysis of the returned device revealed that the ipg passed visual inspection however it was unable to remain charged after being charged multiple times. The memory was able to be extracted which revealed a high stimulation off depletion rate, and the battery being unable to maintain a charge. The functional test was unable to be performed due to the damage to the ipg. The ipg was cut open and exhibited a high sleep current. Electrical testing revealed a low vh resistance measurement, which indicates an electrical short within the application-specific integrated circuit (asic). This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. The instructions for use (IFU) caution against the use of high voltage transients, high current sources, and high rf near the stimulator as it may damage the device therefore unintended use error caused or contributed to the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient was having difficulty charging. While charging the patient would experience a slight contortion of the mouth and throat stiffness. A database analysis was performed and confirmed that the implantable pulse generator (ipg) showed abnormal depletion. Additional information was received that the ipg was replaced. The patient was doing well postoperatively.